Manufacturer narrative:
On (B)(6) 2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Upon receipt it was identified that the product received, and the product details reported in the initial complaint did not match, therefore, the initial reporter was contacted, and it was verified that the wrong product details were reported and the correct product was the one received by bwi. As such, the product details have been updated from catalog # d134702, lot # 30097682l to catalog # d134701, lot # 30073311l. Based on the updated product information a new analysis of production records has been performed. A manufacturing record evaluation was performed for the finished device 30073311l number, and no non-conformances related to the reported complaint condition were identified. On (B)(6) 2019, additional information about the event and patient were received. It was reported the patient is a 74 year old female with a pre-procedure diagnosis of high ventricular ectopic. The patient¿s outcome is unchanged and the patient required extended hospitalization of 48 hours to ensure cessation of pericardial effusion. There were no factors cited such as patient¿s anatomy or disease that might have contributed to the event. A cordis 8 fr sheath (504-608x) was used during the procedure.and the activated clotting time (act) was between 300-350 seconds. Device evaluation details: on (B)(6) 2019, the device evaluation was completed. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The catheter passed all specifications. The root cause of the adverse event remains unknown. The IFU states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Based on the updated product information the following fields have been updated: catalog # from d134702 to d134701 lot # from 30097682l to 30073311l unique identifier (UDI) from (B)(4). Expiration date from (B)(6) 2019 device manufacture date from (B)(6) 2018 manufacturer¿s ref # (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) for the lot number 30097682l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(6). Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure in the left ventricle outflow tract (lvot) with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase, the ventricle was inadvertently perforated. An emergency pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The drain was successful, and the patient was stabilized with no further intervention required. There¿s no information regarding extended hospitalization or patient¿s outcome. The physician explicitly took full responsibility and laid no blame to the bwi product. Transseptal puncture was performed, the access was made retrogradely, through the aorta. The generator was used in power control mode. The ablation settings included time of 60 seconds and power of 30 watts. Power did not titrate during the ablation. The impedance settings included a maximum cut-off at 250 ohms and minimum cut-off at 50 ohms. The temperature settings included a warning at 37 degrees and a cut-off at 40 degrees. The irrigation settings included high flow of 8.15ml/min, low flow of 2ml/min, pre-rf time of 5 seconds, post-rf time of 5 seconds and low fluid warning at 100 ml. The thermocool® smart touch® sf uni-directional navigation catheter was not in close proximity to another catheter. The attempts to zero the catheter in the ventricle were unsuccessful. Carto 3 system indicated that the catheter needs to be zeroed. The force visualization features used included vector and dashboard. The force was not zeroed. The parameters for stability used with the visitag module included respiration adjustment, maximum distance change -3mm minimum time- 5 s fot 30%, minimum force 3g as the force was not zeroed, the fot filter was turned off retrospectively after first ablation delivered, in order to display where ablation has been performed.